Manufacturer narrative:
Concomitant medical products: 388928 interstim urinary mgu lead and 3058 interstim urinary mgu ipg, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was potential atrial oversensing on stored episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.